Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified cartridge damage. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was approximately 150 mg/dl.